Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged resulting in undersensing for less than 60 seconds. Also non-conversion was noted of ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient does convert on their own. The rv lead has been surgically abandoned as a result. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.